Event description:
It was reported that during service and repair pre-testing, it was observed that the housing on the small battery drive device was cracked and the top trigger was sticking. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a fractured housing and sticky trigger. Therefore, the reported conditions were confirmed. It was determined that the device appeared to have been mishandled or dropped. The assignable root cause was determined to be due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.